Manufacturer narrative:
Event occurred on an unknown date in 2020. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date during an unknown procedure, the insertion handle and two (2) 5mm flexible screwdriver broke. The 2.7mm va-lcp lateral distal fibula plate was stripped and unable to be locked with the coupling screw. It is unknown if there was a surgical delay. Procedure outcome was not reported. Patient status is unknown. This report is for one (1) percutaneous radiolucent insertion handle. This is report 1 of 4 for (B)(4).